Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had blood glucose levels of 300 to 400 mg/dl the day prior to the call. Customer reported receiving no delivery alarms that were finally resolved with a set change. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.